Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the attempted implant procedure, the superior vena cava coil impedance read out of range. The device was removed and replaced. No patient complications have been reported as a result of this event.